Manufacturer narrative:
A siemens field service engineer was sent to the customer site and found no issues with the instrument. Based on analysis of the instrument and instrument data, a conclusion cannot be made as to what caused the discordant cbc results. Log files and records obtained from the instrument do not reveal that a malfunction occurred in the advia 2120 instrument. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant cbc results were obtained on the advia 2120 for one pt sample. The results were reported and were questioned by the physician. The sample was repeated and a corrected report was issued. A new blood sample was obtained from the pt. There are no reports of adverse health consequences due to the discordant cbc results.